Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. Initial reporter: lay user/patient's name, address, and phone number was not provided at the time of call.